Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain and discomfort. There has been no reported revision procedure. Additional information received from patient's legal counsel reports a left hip revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 left hip revision operative report noted the revision was due to pain and a MRI indicated the presence of acute local tissue reaction (altr) and noted the presence of serous fluid and areas of discoloration. Operative report further noted no evidence of tissue necrosis, component loosening, purulence, or damage to the femoral head and bearing surfaces. The modular head and acetabular cup were removed and replaced with a competitor's acetabular components and a biomet head.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain and discomfort. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports a left hip revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-03449 & 2014-03143/ -03178).